Event description:
Treatment of an aneurysm located in the p-comm (posterior communicating artery). During the coiling treatment, it was reported that after the coil was implanted, a loop of the coil came out of the aneurysm neck and a solitaire stent was used to pin the loop to the vessel wall. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).